Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the patient that he underwent a surgical procedure on his penis on an unknown date and suture was used. The patient reported the procedure took place 14 years ago. The patient has taken antibiotics since then and the infections don't go away. The patient stated that it looked like some of the suture came out this week. Additional information has been requested.